Event description:
Found during evaluation at bd service center: the cable of the probe is damaged with a small section of the cable shield exposed that would be conductive. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device was returned to the service facility for evaluation. During evaluation, the cable of the probe was found damaged with a small section of the cable shield exposed that would be conductive. The root cause is unknown.